Event description:
When some ir60b reloads were fired in a laparoscopic gastric bypass procedure several malfunctions were noted: one produced malformed staples in the area of an intersection of staple lines. Another reload produced properly formed staples, but failed to cut the tissue. A third reload failed to form staples or to cut tissue.

Manufacturer narrative:
The malfunctions of the first 2 ir60b reloads were due to misalignment between the housing and anvil of the concomitant device (the i60). This has been reported under 2532140-2008-00196. This report concerns the third ir60b reload which failed to staple or cut. It has been determined through investigation that this failure was due to the reload's shuttle becoming jammed in the cartridge cover. This is a very unusual event, and the cause is unk. Eval summary: the first reload had a damaged tissue bump due to misalignment between the housing and the anvil. Second reload did not cut because the knife broke due to misalignment between the housing and the anvil. Third, reload stalled because the shuttle dug into the cartridge cover.